Event description:
Customer reported that she was low on supplies for one of her blood glucose meters and attempted to use her freestyle freedom meter but it was improperly coded. She stated she began to feel "incoherent, sweaty, dizzy, lethargic and had extreme nausea. The customer then reports that her daughter-in-law stated she lost consciousness and paramedics were called to the customer's home. She was treated with insulin and given orange juice and (B)(6). She was not transported to a local hospital and no diagnosis was made. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
(B)(4). The customer's meter has been returned and an investigation is in process. A follow up report will be filed once investigation is complete.